Event description:
One device reported as having a false positve result. The complaintant tested negative with a lucira test kit prior to testing positive. The complaintant re-tested with an additional lucira test kit from lot k08a111803224m2 with a postive result. Therefore, the complaintant then followed-up with taking a lab pcr test (primex) with a negative result.

Manufacturer narrative:
No device(s) returned. Therefore, a DHR review was completed for kit lot number k08a111803224m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs was completed and there were no prior records related to "false positive" failure mode for this lot. A review of complaint trending data showed no additional complaints associated with lot# k08a111803224m2 for "false positive" failure mode. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of (B)(4) (label claim)/(B)(4) (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a111803224m2: sample vial lot DHR review: 2202315, 2202461, 2202462, 2203051 ,2203099, 2203100 (associated internal lot # 220124-1k, 220124-1y, 220124-4f, 220124-4l, 220124-4q, 220124-4t). Test lot dhrs review: 2203095, 2203133, 2203132, 2203133, 2203132, 2203135, 2203141, 2203142, 2203193, 2203192, 2203195, 2203197, 2202259 (associated internal lot # 220305-3o, 220305-6j, 220305-6f, 220305-6i, 220305-6h, 220305-6g, 220305-6m, 220305-6q, 220305-6z, 220305-6w, 220305-9c, 220305-9k, 220124-15d). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.